Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for complete heart failure. A transmission observed the right atrial (ra) lead with far field r-wave (ffrw) oversensing, high thresholds, loss of capture, and low p-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.